Event description:
Customer reports that she obtained results of 276mg/dl on his device while the dr's device read 84mgl within 1 minute. No treatment. No quality controls were used. Requested return of suspect device and replacement was sent.